Manufacturer narrative:
The device was received with operating currents within specification. The device powered up properly after battery installation. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The battery cap would not stay locked in due to broken battery tube threads. The device was received with cracked case, missing serial number label, keypad overlay texture damage, stained keypad overlay, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump would no longer turn on because of the battery would not hold in place. The customer also stated the insulin pump was dropped and a crack was present where the battery cap goes. The customer's blood glucose was 9.5 mmol/l at the time of incident. The customer was advised to disconnect from the insulin pump. The customer was also advised that the insulin pump needs to be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device powered up properly after battery installation. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The battery cap would not stay locked in due to broken battery tube threads. The device was received with cracked case, missing serial number label, keypad overlay texture damage, stained keypad overlay, minor scratches on case and minor scratches on lcd window.